Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a kyphoplasty surgery. During the surgery,the balloon inflated on the left side ruptured during inflation with contrast. The surgeon had difficulty removing the balloon. While retracting the balloon, the distal portion broke off and remained lodged in the l1 vertebral body of the patient. Surgeon proceeded to inject cement and effectively encased all remaining portions of the balloon with cement. The patient had suffered from infection at the treated level as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.